Manufacturer narrative:
This report is submitted on april 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to non-use. The patient has not been reimplanted with a new device as of the date of this report.